Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Red coloured display and low helium alarm has been reported. There was no patient involvement reported.